Event description:
Per the audiologist, the patient reported poor sound quality and decreased performance when using her cochlear implant system. Impedance testing done in the clinic in 2007, showed short circuits on multiple electrodes. The shorted electrodes were deactivated in the patient's sound processor program. The patient reported that the new program improved sound quality and performance initially, but not permanently. The results of an integrity test done two months later, showed normal receiver/stimulator function. The electrode test results were unclear. An x-ray (date not provided) reportedly showed normal positioning of the electrode array. The patient continues to report poor sound quality and decreased performance. The patient and implant team determined that the device should be explanted and replaced with a new implant. Surgery is scheduled for 2007.